Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum output. A lead dislodgement was confirmed via x-ray. A surgical revision was performed and the helix would not fully retract for lead repositioning; therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the inner coil was deformed near the tip. Laboratory testing was unable to reproduce the reported clinical observations of dislodgement and loss of capture; however, the observed helix retraction issues were confirmed.